Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3-date of event is estimated.

Event description:
It was reported patient had system explanted due to wound opening. Exact date of explant is unknown, patient was reimplanted on (B)(6) 2023.